Event description:
It was reported: motor was ok before putting on any attachment. However, once the attachment is engaged, the motor did not react and seems to be jam. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for; once the attachment is engaged; the motor did not react and seems to be jam. A visual inspection was performed and showed no damage to the device. The instrument passed all testing and functioned as intended. No manufacturing related defects were observed. No further investigation is required.